Manufacturer narrative:
All operating currents are within specification. Device passed the displacement test, rewind, self test off no power test and a21 error test. Device was unable to prime during the prime or a33 test and alarmed a33 during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to verify drive or motor anomaly or motor error alarm due to prime anomaly. The motor was tested outside of the unit and passed. During visual inspection, the electronic assembly had moisture damage. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had problems with motor and motor cap seems to be damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.